Manufacturer narrative:
This lead as surgically abandoned and the physician elected not to implant a new lv lead.

Event description:
Boston scientific received information that this epicardial left ventricular (lv) lead was determined to be fractured. There was no impact on critical therapy as a result.